Manufacturer narrative:
A2 age at time of event - over 18 years old b5 describe event or problem - updated d9 device avail for eval, returned to MFR on - updated h6 evaluation method, result, conclusion codes - updated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A non-boston scientific (bsc) catheter was inserted and advanced into the faradrive steerable sheath clear. When aspiration was performed, continuous microbubbles were observed. When applying negative pressure with the syringe, air was drawn into the syringe and an audible noise was observed originating from the valve section of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported that a pressure bag was used for the irrigation of faradrive steerable sheath clear.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A non-boston scientific (bsc) catheter was inserted and advanced into the faradrive steerable sheath clear. When aspiration was performed, continuous microbubbles were observed. When applying negative pressure with the syringe, air was drawn into the syringe and an audible noise was observed originating from the valve section of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
A2 age at time of event - over 18 years old. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. A non-boston scientific (bsc) catheter was inserted and advanced into the faradrive steerable sheath clear. When aspiration was performed, continuous microbubbles were observed. When applying negative pressure with the syringe, air was drawn into the syringe and an audible noise was observed originating from the valve section of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported that a pressure bag was used for the irrigation of faradrive steerable sheath clear.